Manufacturer narrative:
The elecsys ca 19-9 reagent lot number for the 1st measurement was 643624 with an expiration date of 29-feb-2024. The cobas e411 serial number was (B)(6). The customer performed a liquid flow cleaning and measuring cell preparation and recalibrated the assay. Calibration signals were within the expected range for calibrator 1 but below the expected range for calibrator 2. The customer was using a third party controls. The alarm trace provided showed no abnormalities found. Last exchange of the measuring cell was on (B)(6) 2021. Investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys ca 19-9 assay on a cobas e411 rack. On (B)(6) 2023: initial result: 13.69 ku/l (with the old reagent). The customer noticed high qc results for elecsys ca 19-9 so he removed the old reagent pack and calibrated a new reagent lot for the repeat measurements. The same sample was then reran twice and the results obtained were: on (B)(6) 2023: 1st rerun result: 38.77 ku/l (with the new reagent). 2nd rerun result: 13.82 ku/l (with the new reagent). No questionable results were reported outside the laboratory. The 2nd rerun result was deemed to be correct and was then reported outside the laboratory.

Manufacturer narrative:
The field service engineer (fse) did the yearly preventive maintenance and replaced the aged measuring cell. The investigation found the centrifugation time and the clotting time were too short and the measuring cell was overdue. The investigation determined that the root cause of the event was due to an aged measuring cell. The service actions done resolved the issue. No further issues were received afterwards.